Event description:
Ameriwater has discovered a nonconformance with a component used in the ameriwater alarm panels for hemodialysis water purification systems. The resistivity meters (ameriwater) and conductivity meters (ameriwater) used in ameriwater alarm panels contain a jumper switch that can cause the meters to "time out" and switch from an alarm condition (red indication with audible alarm on ameriwater alarm panel) to a non-alarm condition (green indication with no audible alarm on ameriwater alarm panel). The "time out" can occur after the alarm silence button is pressed two or more times, and after a variable amount of time (5 minutes to 30 minutes) elapses. This could result in the distribution of water that is out of specification (for conductivity or resistivity) to the point of use, which could potentially result in patient illness or injury. No patient illness or injuries have been reported to date as a result of the nonconformance.

Manufacturer narrative:
Ameriwater has discovered a nonconformance with the resistivity and conductivity meters used in the assembly of ameriwater alarm panels for use in hemodialysis water purification systems. Ameriwater resistivity meter and ameriwater conductivity meter were modified by the supplier without notification to ameriwater. The modification included the addition of an "overtime system jumper" that was not previously included on the components. The jumper switch can cause the meters to "time out" and switch from an alarm condition (red indication with audible alarm on ameriwater alarm panel) to a non-alarm condition (green indication with no audible alarm on ameriwater alarm panel). The condition can be corrected by removing the jumper, disabling the overtime system function. A total of 122 devices distributed between april 2005 and june of 2008 are affected by the nonconformance. The affected devices include the following model alarm panels: 0085-0001, 0085-0002, 00850230, 00850231, 00850232, 00850234, 00850236, 00850238, 00850239, 00850241, and 00820178. While no patient illness or injuries related to the nonconformance have been reported, ameriwater believes that the nonconformance has the potential to result in illness or injury. Ameriwater will contact all affected customers and provide instructions for removing the jumper to disable the overtime system function. This will correct the nonconformance, allowing proper operation of the devices to ensure patient safety.